Event description:
Pump was reported to have declared an altitude alarm 21. Blood glucose remained between 54-500 mg/dl (3.0-27.7 mmol/l) with no adverse impact. The customer received tips for preventing altitude alarms and resumed insulin delivery with the original cartridge without needing a replacement.